Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated that his device stopped working. The patient reported that the device was inflated at the time, and he suddenly felt a pop, after which it deflated on its own. Since that event, he has been unable to inflate the device. He was only able to achieve one pump, after which the bulb became flat and would not refill to allow additional pumping. The patient was advised to seek evaluation by a physician and to practice pump reset techniques. Approximately one month later, upon inspection, an empty reservoir was observed. As a result, the device was explanted and replaced. No additional information was reported.

Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: n/a, batch/lot number: 1100501102, model/catalog description: reservoir, unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.